Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device and delivery system (wds) were used. The closure device was deployed in the laa of the patient. After the device was deployed the physician noted that there was a small pericardial effusion. The closure device was successfully implanted in the laa after meeting all release criteria. The physician then pulled the was back into the left atrium and into the right atrium. The patient was given protamine to reverse the heparin. The pericardial effusion continued to grow. After monitoring the patient for 20 minutes and with the effusion continuing to slowly grow the physician performed a pericardiocentesis. Fluid was removed from the patient, but the effusion returned, again slowly. The patient never experienced tamponade and was stable throughout the procedure. After draining the effusion two more times for a total of 2.3 liters surgery was consulted. The surgery team decided to intervene. Upon direct inspection of the laa a pin hole leak requiring one suture was noted. The patient tolerated surgery well and was extubated and doing well. The patient has since been discharged from the hospital.